Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, silicone migration, breast pain, and malposition.

Event description:
Patient reported has pain in breasts and armpits, "the implant has been rotated and the lymph nodes are heterogeneous, caused by silicone buildup", "presence of echogenic lymph node", and concern about the "recall of prostheses and wants to replace them". This record is for the left side. Device remains implanted.